Event description:
It was reported the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes experienced stopper creep out or loose closure. The following information was provided by the initial reporter. The customer stated: "loose head cover."

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 1 photos were provided for investigation. The photos were reviewed and the indicated failure mode for loose stoppers with the incident lot was not observed. Additionally, retention samples from bd inventory were evaluated by visual examination and draw testing and no issues were observed relating to loose stopper as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identifiy a root cause for the indicated failure mode.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes experienced stopper creep out or loose closure. The following information was provided by the initial reporter. The customer stated: "loose head cover."